Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome were not reported. The patient was hospitalized for the peritonitis and was performing in center hemodialysis. Twelve days after the hospitalization, the patient was discharged. No additional information is available.